Event description:
Customer reported she was experiencing high blood glucose of 435 mg/dl and then it went up to 466 mg/dl. Customer changed her entire set and ran insulin through tubing; insulin did not exit the cannula. Customer was at work and was advised to call back when she was at home. She was also advised to look for tubing clamp prior to calling. Customer called back and stated the device was not delivering insulin and it was giving a warning. Customer stated blood glucose was almost 500 mg/dl when she got home. Customer states he did not have a tubing clamp. Customer declined troubleshooting at the time for high blood glucose. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called back to continue troubleshooting and the insulin pump passed the high pressure test.